Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies and possible broken wire. Also noted is that the helix would not extend or retracct.